Event description:
The customer reported that the erroneously elevated cancer antigen (br 27.29) result obtained on a patient sample on the atellica im 1300 analyzer. The initial results were reported to the physician(s) and questioned. The same sample was repeated on the original analyzer. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding the erroneously elevated cancer antigen (br 27.29) results obtained on a patient sample on the atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse has inspected this analyzer and replaced the blue sample probe tubing. Following service, quality control and patient sample replicate testing produced expected results. Based on the siemens evaluation, it is determined that the hardware issues with the sample probe contributed to the erroneously elevated cancer antigen (br 27.29) results. The instrument is performing according to the specifications. No further evaluation is required.